Event description:
It was reported that pump declared altitude alarm and suspended insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer confirmed pump was within normal altitude range and that speaker holes were not blocked, then followed technical support instructions to clean speaker area, remove and reconnect cartridge, and later load new cartridge to resume insulin; issue did not recur, pump returned to normal operation, and original cartridge was identified as not venting properly. Upon follow up, the issue continued to recur, so the pump was replaced. Customer reverted to manual daily injections (mdi) while awaiting replacement pump.